Event description:
Customer reports meter shows signs of melting in the lower left corner of the display screen while using the compact plus system. No action was taken. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.